Manufacturer narrative:
Other, other text: corrected data: b1, corrected data: corrected data: b1-product problem.

Event description:
Information was received indicating that during use of this smiths medical cadd legacy plus pump, under infusion was noticed. It was reported that the pump was beeping as it usually does when complete and the nurse found 29 ml remaining in the bag. No patient injury reported.